Event description:
Valley lab electrosurgical generator failed initial rem return electrode monitorcheck. Gounding pad in question was plugged in to another identical machine and that machine gave an acceptable rem check.suspect device has been pulled from service and is being returned to valley lab for diagnostics (still under warranty).this inicident raises questions about the reliability of the electro-surgical generator.no patient injury occurred.note that this unit is one of four identical units purchased from valleylab at the same time - i.e. Received 6/26/03. Other units appear to be operating properly; hence, rptr is not removing this model machine from service.